Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed 25 mm carpentier-edwards peri mount 2700 surgical valve. The failure mechanism of the perimount was not reported. 703146167. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).